Manufacturer narrative:
At this time product has not yet been returned and abbot diabetes care product quality engineering (pqe) investigated the alarm-3 (missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in april 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correctional initial and final report - describe event or problem: the correct information has been documented regarding the event.

Event description:
Abbott diabetes care received an mpa user report which reported the following information: an hcp reported a customer did not receive the glucose alarm while using adc freestyle libre 2 sensor. From (B)(6) 2021 to (B)(6) 2021, the customer's blood glucose decreased, and the customer did not receive the glucose alarm as the reader was next to them on the bedside table. The wife discovered the customer and provided unspecified treatment for their symptoms. There was no report of death or permanent injury associated with this event. No further details were provided. There was no report of death or permanent injury associated with this event. Adc customer service contacted the hcp on (B)(6) 2021 and stated: "hcp said that she was probably too hasty and ticked off regarding the ambulance. Because it was his wife who helped him. Hcp, on the other hand, did not know if they had called an ambulance later, but could not see any note in his medical record that he had taken an ambulance to the hospital.¿